Event description:
It was reported the device exhibited increased pacing impedance. During device change out insulation abrasion was observed. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 40cm was returned for analysis. Internal insulation abrasion was found at 17cm from the lead tip. The sensing cables were visible. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.